Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings: there was no data in the pump¿s black box from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels ranging from 15 mmol/l to 20 mmol/l with increased thirst and urination in the morning. The patient reportedly went to a health care professional and they found that the basal rate from 4:30 am to 8:00 am was set to 0 units/hour. The patient reported no known changes to the programming of the pump at that time. The patient contacted animas again later on (B)(6) 2013 and reported that the issue must have been related to a programming error and the pump was delivering fine. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.